Manufacturer narrative:
Field service specialist (fss) visited the account and performed multiple clinical inlay procedures in gel. All test procedures were completed successfully. Surgeon had conversation with johnson and johnson medical affairs and based on it is the medical affairs opinion that the patient¿s eye may have not been applanated completely which would cause a sidecut issue. Fss also provided feedback to the laser technician who was in the surgery suite, giving her more information for things to observe during surgery. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon created inlay pocket for left eye but there was no side cut. The dissection was aborted and no kamra inlay device was placed. Surgeon had conversation with johnson and johnson medical affairs and based on it is the medical affairs opinion that the patient¿s eye may have not been applanated completely which would cause a sidecut issue. Patients preop best corrected visual acuity (bcva) 20/20. Patient returned for one day post op but the visual acuity was not checked. On 19-may-2017 is was reported patient was seeing 20/70 and j5 uncorrected with no refraction available. On 6-june-2017 it was reported that patient is 20/70 uncorrected and 20/50 bcva in her left eye as of 5-23-2017.